Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented to the clinic for a follow up. Upon interrogation of the device, the right ventricular lead exhibited poor sensing and complete loss of capture and was determined to be dislodged. The physician had difficulty extracting the lead due to the tissue growth around the lead tip. The lead was then capped on (B)(6) 2018 and replaced without complications. The patient remained stable with no reported issues post implant.